Event description:
The customer reports that the doctor found the tip of the swg (spring wire guide) bent during inspection and prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) in the advancer tubing and the hemodialysis kit including lidstock, catheter, dilator, and ars etc. For analysis. Visual analysis of the packaging revealed no defects or deformities. Visual examination of the returned swg revealed no kinks or bends in the body. There was some residue on the exterior of the wire guide body. Both welds appeared spherical and fully formed. The overall length of the guide wire measured 683 mm which is within specifications of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.852 mm, which is within the specification limits of 0.838-0.877 mm per the guide wire product drawing. The returned wire guide passed through the returned ars and returned 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a kinked guide wire in the packaging was unable to be confirmed as no kinks or bends were found. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the tip of the swg (spring wire guide) bent during inspection and prior to patient use.